Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. During functional testing, all four of the battery's gas gauge light emitting diodes (led's) were able to illuminate as expected with no anomalies observed. Internal inspection of the battery did not reveal any abnormalities that could have caused or contributed to the reported issue. The battery was able to adequately provide power to a test controller and charge when connected to a test battery charger with no anomalies observed. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported not charging event was confirmed; however the reported defective led's event could not be con firmed. Based on the available information, a possible root cause of reported not charging event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. A possible root cause of the cell over voltage condition can be attributed, but not limited to, to a fully charged battery connected to a battery charger. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.